Event description:
The customer stated that he was treated by the paramedics for a low blood glucose reading of 20 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that his dr adjusted the basal rates and his blood glucose levels have been fine since then. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.